Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- against resistance

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the lever was returned to its original position and the foot retracted prior to device removal; however, resistance was felt during removal of the device. The device was attempted to be removed against a little resistance, excessive force was not applied during removal attempt. The proglide device separated at the guide and the sheath (tip) remained stuck in the artery. The vessel was incised and the puncture site enlarged, in order to remove the sheath. The sheath was upsized to 16f and the aaa procedure was completed. Hemostasis was achieved with a prosthetic patch. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported guide detachment was confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the corrective and preventative actions (CAPA) database for the device was performed and revealed no complaint assessment CAPA¿s that would be related to the reported issue. Based on these reviews, there is no indication of a product quality issue. A query of the complaint handling system for the reported lot was performed and revealed no other complaints reported for this lot. The device was removed against resistance. It should be noted that the electronic perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the application of force directly contributed to the reported difficulties. A conclusive cause for the reported detachment could not be determined. Factors that may contribute to guide break include, but not limited to, aggressive manipulation during insertion, patient femoral vessel/anatomy variables. The guide detachment likely to the entrapment of the device. The treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue injury) is listed in the electronic perclose proglide (IFU), as a known adverse event of use of the device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.